Event description:
Information received indicates a loss a ground due to a loose ground wire on the ac power cord plug.

Manufacturer narrative:
The technician tightened the loose ground wire to repair the bed.